Event description:
The implantable neurostimulator had 3 programs, they were: 10.5v/360pw/85hz. 658 ohms. 2 anodes and 2 cathodes. On 24 hours; 5.9v/300pw/85hz. 436 ohms. 3 anodes 3 cathodes. 24 hours; 4.5v/450pw/85hz. 595 ohms. 2 anodes. 4 cathodes. On 24 hours. The implantable neurostimulator end of service message occurred. The battery voltage was 2.9 volts. The field representative deleted the existing programs and reprogrammed the device to deliver therapy at 0v/60pw/85hz with 2 anodes and 2 cathodes. The field representative was unable to turn stimulation back on for the pt until surgery was scheduled. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).